Manufacturer narrative:
Additional MFR narrative: batch data review: a major ncr-0208, a minor ncr-0118 were opened during production, that concluded to no incidence on the product safety and quality. Delayed inflammatory reactions that manifest as nodules, redness, and inflammation are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the us, in spain. According to information received on (B)(6) 2022, a patient was injected on (B)(6) 2022, with teosyal puresense kiss into the lips (object of the complaint:(B)(4), with teosyal rha 3 (object of this complaint), and rha 4 (object of the complaint: (B)(4) into the bilateral cheeks, and cheekbones. Approximately 3 months post-injection on (B)(6) 2022, the patient had a delayed inflammatory reaction on the lips and the cheeks area, for which went to the emergency service. As a corrective action, anti-inflammatory (glucocorticoid; methylprednisolone; urbason) was injected. Following the corrective action, the patient was recovering. Two days later, on (B)(6) 2022, the patient was seen by the practitioner, who noted an improvement in the evolution of symptoms, however he observed palpable nodules. Anti-inflammatory (glucocorticoid; dacortin), antihistamine and a topical enzymes mixture (streptokinase and streptodornase) were prescribed. It was planned to see the patient again 2 days after the start of treatment. Following this initial report, a local medical expert was put in contact with the practitioner. On (B)(6) 2022, we were informed that the local medical expert had advised a combination antibiotic treatment (ciprofloxacin + clarithromycin), proton pump inhibitor, anti-inflammatory, plus hyaluronidase, 5 days after the start of this protocol. The patient's situation and symptoms are monitored. No additional information is available at the time of this report.